Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc- 2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing high blood pressure since implant and wanted device explanted to rule out a correlation with the system. The patient also has not used the device because it never helped significantly. Additional information was received that the physician didn't think stimulation had anything to do with the high blood pressure but the patient did. The patient underwent a full system explant procedure. The explanted ipg and percutaneous leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing high blood pressure since implant and wanted device explanted to rule out a correlation with the system. The patient also has not used the device because it never helped significantly.